Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Therefore, 10 retained samples from the bd inventory were functionally tested and the issue of leakage was not observed. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the device experienced blood splatter/leakage or other sample leakage from the device other than from the insertion tip. This event occurred once. The following information was provided by the initial reporter. The customer stated: the blood flows into the tube and sideways next to the tube. During blood collection with cannulas 367364 and holder 36490200, the blood flowed not only into the blood collection tube, but also laterally next to the tube into the holder.

Manufacturer narrative:
There were multiple device types reported to be involved. The information for the additional device types are as follows. Medical device type: jka / fpa. Common device name: blood specimen collection device; intravascular administration set. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set, the device experienced blood splatter/leakage or other sample leakage from the device other than from the insertion tip. This event occurred once. The following information was provided by the initial reporter. The customer stated: the blood flows into the tube and sideways next to the tube. During blood collection with cannulas 367364 and holder 36490200, the blood flowed not only into the blood collection tube, but also laterally next to the tube into the holder.